Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged hose" was confirmed. Reliability engineering determined that there was a cut/hole in the hose. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had "hose damage." The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.